Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2011. It was reported the pt felt an extreme radiating band of abdominal and rib pain immediately following the implant procedure. According to the physician, the pain the pt was feeling was due to the use of the dural separator causing downward force on spinal cord. It is unk if the epidural space was assessed prior to implant. During the implant, the physician made three attempts to place the lead before he was successful as the pt had a small epidural space. The pt was provided with an external pain pump postoperative; however her pain was not well managed via the pump. Nine days later the lead was surgically repositioned. No further pt complications were reported as a result of this event.